Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The insulin pump was received moisture damaged at motor. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated that water was present underneath the display. It was found the insulin pump experienced a blank display. Customer's blood glucose was unknown at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.